Event description:
Per the clinic, the patient experienced otitis media and cholesteatoma formation in the ear with complete destruction of the posterior wall of the ear canal and extrusion of the intracochlear electrode. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.